Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the patient experienced gaps in data on (B)(6) 2015. Patient's mother did not report any injury or medical intervention. It was also reported that the patient was using a receiver designated for adult use only. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015. The reported event of gaps in data could not be confirmed. In addition, it was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.